Event description:
The adjustable bridge driver was returned with a broken tip by a MFR sales rep. The tip of the instrument is broken off. The broken tip was not sent back with the instrument. It is unk if the tip of the adjustable bridge driver remains inside the pt.

Manufacturer narrative:
The device is a class I instrument that is intended to be sterilized and reused. The device was returned and evaluated. The tip of the adjustable bridge driver is confirmed to be broken. The incident root cause was determined to be due to user error. Info regarding the proper technique of the zodiac adjustable bridges application is contained within the surgical techniques (lit 83065). A memo was sent to the sales force on 2/22/2007 which provided additional details on the proper use of the device and instructed the sales force on the use of the surgical techniques. A field bulletin (refer to lit 83014a) regarding the adjustable bridge surgical technique was sent on 2/22/2007 to the sales force. In july 2007 the new design of the zodiac instruments introduced torque limiting drivers for the set screws and the adjustable bridge set screws (refer to lit 83140a). The complaint is confirmed and the root cause is identified as user error. Several failed attempts have been made to contact the distributor. Details of the incident (if incident occurred at all) are unk. The risk to the pt cannot be assessed.